Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was noticeably warmer. The current electrical draw at power up was out of specification causing a battery drain and an increase in the pump temperature. Unrelated to the original complaint, the pump powered on with the returned battery cap with audio, vibration, but a blank display. The battery cap was able to fully tighten and the battery compartment was intact. Further testing could not be completed due to a blank display. The pump case was removed and the screen was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.